Manufacturer narrative:
Initial and final MDR 1877355- device 5 of 5. E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in denmark. On (B)(6) 2024, it was reported by the patient that five crimped cannula were found after removing from the body. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.